Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were air bubbles in the separation gel of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: g.1. PMA / 510(k)# bk050036 investigation summary: bd had not received any samples or photos for investigation. Visual inspection of 100 retained samples did not identify any examples of bubbles in the gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were air bubbles in the separation gel of one device. No adverse impact was reported regarding the patient or user.